Manufacturer narrative:
There is no known patient involvement. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(6). Through follow-up communication with the customer, livanova (B)(4) learned that the facility is not aware of any patients affected by this issue. The customer reported that the device is placed inside the operation room during use at a distance of approximately 12-13 feet from the operating field with the fan directed out of the room. The customer plans to return the device to livanova (B)(4) for the deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information relevant to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tested positive for bacterial contamination in (B)(6) 2016. The external tubing was replaced and several disinfection cycles were performed. Subsequent testing performed in (B)(6) 2017 did not identify any contamination. However, sampling conducted in (B)(6) 2017 showed contamination with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication, livanova (B)(4) learned that the hospital only replaced the external tubing and not the internal tubing. It was strongly recommended to the customer that the internal tubing be replaced as well. The customer plans to return the device to livanova (B)(4) for deep disinfection. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.